Event description:
It was reported that device damage and difficulty to recapture a device occurred. A left atrial appendage (laa) closure procedure was performed using a 30mm watchman laa closure device with delivery system (wds) and a watchman access system (was). Difficulty was experienced recapturing the closure device. During recapture the closure device punctured the wds sheath. After the puncture occurred the closure device was recaptured and removed along with the wds via the was. The procedure was discontinued and no patient complications were reported.

Manufacturer narrative:
Device analysis: the returned device consisted of a 30mm watchman flx delivery system (wds) with the closure device in the sheath. The implant, hub, core wire, sheath and tip of the wds were visually and microscopically inspected. Numerous kinks were observed in the sheath and abrasions on the inside of the sheath tip were present. The tri cuts of the tip were flared and there was a puncture through the sheath tip. Anchor damage on the implant was noted. The observed tip and anchor damage is consistent with deployment, recapture, and redeployment of the closure device. Product analysis could not confirm the reported event of difficult to recapture as clinical circumstances could not be replicated.

Event description:
It was reported that device damage and difficulty to recapture a device occurred. A left atrial appendage (laa) closure procedure was performed using a 30mm watchman laa closure device with delivery system (wds) and a watchman access system (was). Difficulty was experienced recapturing the closure device. During recapture the closure device punctured the wds sheath. After the puncture occurred the closure device was recaptured and removed along with the wds via the was. The procedure was discontinued and no patient complications were reported.